Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an esophagogastroduodenoscopy (egd) procedure in the biliary performed on (B)(6) 2013. According to the complainant, the stent was being placed for drilling of the distal esophagus in the subcardial region. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, the stent was able to be fully deployed within the patient. Following stent deployment, the physician attempted to remove the delivery system but the tip got caught on the end of the stent causing the stent to move out of the position. According to the complainant, when the stent became entangled with the tip of the catheter, it caused the stent to move out from the patient. The stent was removed completely and no other device was used to remove the stent. The procedure was completed with another wallflex esophageal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Reported event of stent positioning/placement problem. Reported event of catheter difficult to remove. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath was retracted past the reconstrainment band and the stent was deployed. The stent was not returned. No issues were noted with the profile of the reconstrainment band or remainder of the device other than minor kinks in the outer sheath at 260mm distal to the distal handle. Based on the event description and the condition of the returned device, it is likely the noted damages were due to procedural factors such as maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an esophagogastroduodenoscopy (egd) procedure in the biliary performed on (B)(6) 2013. According to the complainant, the stent was being placed for drilling of the distal esophagus in the subcardial region. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, the stent was able to be fully deployed within the patient. Following stent deployment, the physician attempted to remove the delivery system but the tip got caught on the end of the stent causing the stent to move out of the position. According to the complainant, when the stent became entangled with the tip of the catheter, it caused the stent to move out from the patient. The stent was removed completely and no other device was used to remove the stent. The procedure was completed with another wallflex esophageal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.